Event description:
The facility representative reported to baxter that the ipump device keeps getting error code 20 during programming/set up. There was no report of patient involvement. There was no injury or medical intervention associated with this event. Baxter quality engineering confirmed this event as a micro processor unit printed circuit board issue. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of "keeps getting error code 20" was not confirmed and not reproduced. However, baxter quality engineering confirmed the reported condition as a faulty micro processor unit printed circuit board. The micro processor unit printed circuit board was replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. A device history review was performed finding failure of system error 2n. Pump was reworked and passed all subsequent testing. Should additional information be received, a follow-up medwatch will be submitted.